Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on 12/16/2015. It was reported that the sensor was worn beyond seven days. The dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. At the time of contact, no injury or medical intervention was reported.